Event description:
It was reported that the lead had loss of capture during movement when admitted to the hospital post valve repair. There was an increase in threshold noted and an impedance drop during the valve repair. A new system was implant on the patient¿s other side and the existing left sided system was left in place and programmed to vvi 40. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).